Manufacturer narrative:
Results: fse replaced the flow cell, the light scatter preamp, the light scatter mask, mf16, the sample line from the diff mixing chamber to the flow cell and the restrictor tubing associated with the sheath flow. (B)(4).

Event description:
Customer called on (B)(6) 2011, reporting of a retic laser offset was high error and that there was a leak underneath the beckman coulter coulter lh 750 hematology analyzer. Customer reported that the amount of the leak appeared to be a small amount of isoton and clenz. Customer was wearing a lab coat, gloves and eye protection at the time of the event and noted that there was no report of exposure or injury as a result of the leak. No patient results were also affected. Field service engineer (fse) was dispatched and stated that tubing had popped off the retic stain chamber. Fse replaced the flow cell, the light scatter preamp, the light scatter mask, mf16, the sample line from the diff mixing chamber to the flow cell and the restrictor tubing associated with the sheath flow. Repair was then verified and results met established specifications. Root cause for the leak was determined to be the tubing which had popped off the retic stain chamber.